Manufacturer narrative:
The medwatch report was provided without information for section a and section e. Device details were not provided, d1 - evoke 12c percutaneous lead kit - 60cm (us) and d4 ¿ 101345 have been used as placeholders. Required fields may be unpopulated because the information is unavailable and additional information cannot be obtained as the initial reporter elected not to be identified.

Event description:
It was reported in medwatch: mw5177282, that a patient implanted with an evoke spinal cord stimulation (scs) system underwent a revision procedure during which the saluda lead was removed because it was assessed as defective.